Manufacturer narrative:
Received two plp2020 in original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects on two of the devices. The coag button is stuck in the downward position within the handpiece of the second device. Performed a functional inspection using the system 5000 (c5731), one of the devices function as intended with no abnormalities or continuous activation. The second device continuously activates without pressing the buttons. Root cause cannot be determined, however, based upon risk analysis; a possible cause of this event could be due to tissue or fluid ingress into the button site affecting button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 49 complaints, regarding 73 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during an unknown procedure on 16aug23 date when it was reported ¿two separate smoke pencils started continuously firing when the cut button was pressed. When it was depressed, it did not stop firing. Once it happened when cutting had begun, the other time it started as soon as the pencil was plugged in. They were from the same lot.¿ the procedure was completed with a 5-minute delay and the use of the same alternate device. There was no report of injury, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing was being used during an unknown procedure on (B)(6) 2023 date when it was reported ¿two separate smoke pencils started continuously firing when the cut button was pressed. When it was depressed, it did not stop firing. Once it happened when cutting had begun, the other time it started as soon as the pencil was plugged in. They were from the same lot.¿. The procedure was completed with a 5-minute delay and the use of the same alternate device. There was no report of injury, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.